Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 24.2 mmol/l. The customer stated that the top of the battery compartment is broken and there is a crack running down the body. The customer mentioned that the screen is blank. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The device had a broken battery tube threads, cracked case at battery tube side, minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.